Event description:
Customer reported the system was displaying communication and data errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Ge rep reseated pcbs and flashed memory nodes as a preventative measure. System operates as intended.